Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was resistance when attempting to remove the swg from the pt's subclavian. The user reported that force had to be applied in order to remove the swg. After removal, the user noticed that the swg appeared to have lost its original "length and consistency" when compared to another swg that was unused. There was a delay reported; however, there was no reported harm, complications, injury, or death to the pt as a result of this occurrence.